Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support on how to reset pump, planned to perform reset independently, and was instructed to call back if further assistance was needed.